Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 2 date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/14/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. It was also observed that the pump casing was cracked between the case seal and the keypad cover. A leak test was performed and failed due to the cracked pump case. There was no evidence of moisture observed before opening the pump. When the pump was opened, there was evidence of moisture on the main printed circuit board (pcb) and the battery canister. Unrelated to the initial complaint, it was observed that the bolus button cover damaged but the button was still responsive during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).